Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin exiting from the end of the infusion set tubing. Reportedly, the customer changed the cartridge and infusion set tubing. The customer's blood glucose ranged from 110-111 mg/dl.